Event description:
A (B)(6) male patient contact zoll customer support to report that the charger/modem was resetting. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As rec'd, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted form the defective charger/modem. The patient was issued a replacement charger/modem.